Event description:
PICC was implanted on (B)(6) 2012 after it was in the pt, it was discovered that the guidewire was knotted.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revj0141 showed no other similar product complaint(s) from this lot number.